Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital after experiencing syncope. Device data was reviewed and it was noted that the device had recorded a non sustained ventricular tachycardia event within the last 72 hours. There were no out of range measurements recorded and the presenting electrogram showed the device to be operating as programmed. The root cause of the syncopal episode was not confirmed. The device remains in service. No additional adverse patient effects were reported.